Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated. The patient underwent a revision procedure and the ipg remains implanted. The patient was doing well postoperatively.